Manufacturer narrative:
During inspection and testing, the nozzle was clogged with a white foreign material due to insufficient reprocessing. The nozzle was not deformed. The report of reduced angulation was confirmed. Angulation was reduced due to the angle wires being stretched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, while using the scope during a diagnostic gastroscopy procedure, angulation was reduced and the air/water flow was weak. The procedure was completed using the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to accessories such as a water container and/or a/w [air/water] valve which were used with the device were then broken, and entered the a/w channel. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Inspection of ancillary equipment". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw (air/water) channel cleaning adapter (mh-948) after each patient procedure. The accessories are consumables. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.